Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device and the reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported proximal shaft separation appears to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during advancement through the guiding catheter likely caused the shaft/hypotube to kink resulting in the hypotube separation. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. A 2.5x15mm nc trek balloon dilatation catheter (bdc) was being advanced through the guiding catheter without resistance; however, the proximal shaft separated. The bdc was withdrawn without issues and the procedure was successfully completed with a new 2.5x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.